Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system the tube was broken. The following information was provided by the initial reporter: verbatim: at 10 a.m. On (B)(6)2023, the patient suspended the intravenous infusion because of going out for inspection, and sealed the tube with a newly indwelling trocar. The patient returned to the ward after the examination. When the small white clip was opened, the tube under the trocar needle wing broke, and there was a quality problem, which was reported to the head nurse. The trocar was replaced for the patient, and the intravenous infusion went smoothly.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system the tube was broken. The following information was provided by the initial reporter: at 10 a.m. On (B)(6) 2023, the patient suspended the intravenous infusion because of going out for inspection, and sealed the tube with a newly indwelling trocar. The patient returned to the ward after the examination. When the small white clip was opened, the tube under the trocar needle wing broke, and there was a quality problem, which was reported to the head nurse. The trocar was replaced for the patient, and the intravenous infusion went smoothly.